Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device during the rewarming phase after a therapeutic hypothermia, was not able to rewarm the patient. Alarm 112 (confirm return to cooling phase) was displayed.